Event description:
It was reported that three months ago the device was checked via (B)(4) and was seen to have full battery voltage. On (B)(6) 2011, the battery was below end of life. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported premature battery depletion. The device was tested on the bench and no anomalies were found. The current consumption was normal. The battery was sent to the manufacturer for additional analysis. An internal battery anomaly was found to be the cause for premature battery depletion.